Event description:
Legal claim received. Authorization to retrieve and store revised implants form received. Update rec'd 9/12/2014- decontamination report received. Part/lot information provided. There is no new additional information that would affect the investigation. Update rec'd 11/04/2014- litigation papers received. Litigation alleges metallic debris, loosening from the acetabulum, pain, and elevated metal ion levels. The doi was provided. Invoice was located. The stem and sleeve are being added to the complaint. The existing MDR decision has been reversed and cup and head have been reported. The complaint was updated on: 12/03/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
(B)(4).depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 2/7/16. Medical records received. Medical records reviewed for MDR reportability. Medical records reported that on revision the patient had 10ml grayish/blackish fluid aspirated, black stained synovium, osteolytic lesions, dark debris removed, corrosion on trunnion and femoral stem, and that the actabular cup was well-fixed. The complaint was updated on: feb 29, 2016.